Event description:
A customer obtained an erroneously elevated troponin (accu tni) result for one patient. The initial result was 1.76ng/ml. The specimen was re-tested on a different instrument and two results of 0.00ng/ml were obtained. The results were reported out of the lab. The customer did not report affect to patient or user attributed or connected to this event.

Manufacturer narrative:
Specimens are collected in plastic bd serum and lithium heparin tubes. Qc was within specifications before the event. A system check performed on 04/14/2009 resulted within specifications. A field service engineer (fse) was dispatched: the fse replaced transducer. The fse performed alignments, adjusted ultrasonics, and temperature. The fse ran accu tni qc which passed within specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed fot the purpose of this report.